Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot. The investigation determined the leak appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that an indeflator was being used to inflate an unspecified balloon catheter; however, at 8 atmospheres a leak of contrast inside the indeflator (below the gauge) was noted. The procedure was successfully completed with a new indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.